Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was flashing. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump was alarming. The customer was advised to have a call from original owner of the insulin pump so that they can process a change of ownership and from there insulin pump will be replaced as needed. The insulin pump will not be returned for analysis.